Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer's sensor was reading below 50 mg/dl when their blood glucose was 100 mg/dl. Customer stated that the pump will go into threshold suspend. Customer stated that their current blood glucose is 84 mg/dl and their sensor glucose is 46 mg/dl. Differences between readings are not within an acceptable range. Customer stated that the sensor has been in place for 2 days. Customer was advised to wait at least 5 hours before removing the sensor. Customer will be sent 2 courtesy sensors. Customer mentioned that they are a stomach sleeper and they were advised that this can cause momentary pressure. Customer declined troubleshooting for a calibration error they received. Customer will try to reconnect the old sensor when they get home. Customer called back later to perform the test plug procedure and the transmitter was functioning correctly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.